Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was shutting off on its own when he got up or walked. It was noted that the patient had to move a certain way to get the device to turn back on. The patient noted that even if he was sitting down, it would shut off and then he had to move his hip just right to get it to connect or do whatever it was doing. This had been going on for the last month to month and a half. The patient noted he had not had any recent falls or trauma and this was a gradual change in his therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the patient was waiting for an appointment with the health care professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the patient's implantable neurostimulator (ins) was shutting off when they moved. As an action to resolve the issue, the ins was reset and the "devices" were given more settings though the cause of the issue was not determined (unknown if related to the device). It was noted that the patient was getting greater than 50% reduction in their symptoms and they were reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.